Event description:
It was reported that, "tip of universal driver shaft broke off in head of screw as surgeon was tightening bone screw in acetabular shell."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.